Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that a malfunction alarm occurred. Ultimately, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 220-300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge damage allegation.